Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was completely out of operation, and the monitor was blank. While recovering a matrix drawer, the monitor and device shut down after the drawer appeared to recover. Attempts to reboot the device were unsuccessful. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that machine went blank completely. A field service engineer (fse) confirmed that the station power switch was turned on and the power cord was properly connected, after which it was determined that the station was in a crowbar state, where the power supply had shut down as a protective response to a suspected short circuit. The pyxibus cables were disconnected from the communications sled, and upon powering the unit back on, the station began to start normally. The cables were then reconnected, and the back panel of the cabinet was opened for further inspection. Based on customer input that the issue occurred during recovery of main drawer 1, troubleshooting continued by disconnecting drawer 1, which allowed the station to power on successfully, confirming the issue was related to that drawer or its cabling. Drawer 1 was then reconnected, and the station powered on without issue. The pyxibus cable was inspected and showed only a minor crease with no visible signs of damage or short circuit at the contact points. Reseating the cable resolved the condition, and repair validation confirmed success when the customer was able to recover and access the affected drawer without further power issues. The system functioned as intended after the field service engineer repaired the device.